Manufacturer narrative:
D6; device returned with no lot ID. Facility experienced an event with proximate linear cutter on 6/25/97 while performing a gastric bypass. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974305. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, ab-disengaged; cartridge batch number, a-h41458 b-not returned; cartridge position, a-loaded b-not returned; drivers present in cartridge, a-all presentup b-; firing knob position: back/partial, a-back b-part. Bac; gapspace pin condition, a-good b-na; hook latch position: open/closed, ab-closed; instrument halves: joined/separate, ab-joined; knife condition, a-good b-nicked; staples present? Formed/unformed, ab-none; and swing tab position: locked/unlock, a-locked b-na. Functional tests & results: instrument safety lockout properly, staples fire properly, and staples form properly, ab-yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that one of the instruments was returned with all the drivers in the up position and with the proximal two set of drivers up higher. It appears possible that an attempt may have been fired from the cartridge. The second instrument was returned with the lubrication partially stripped from the instrument. It could not be determined if teh lubrication had been stripped before, during or after surgery. Due to the lack of lubrication, the force to fire the instrument was measured and was found to be higher than mfg rquirements. As the cartridge was not returned with the second instrument, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported the devices were used during a gastric tube procedure. It was reported by the affiliate that the firing knobs of the linear cutters stopped in the middle of the firing stroke. A new device was used to complete the case. There was no pt consequence.